Event description:
Doctor was lasering a kidney stone through the ureteroscope when the laser fiber broke and burned his palm. No bleeding, very superficial per doctor with a pinpoint whitish area on palm. Changed gloves, finished the case, and washed the area with soap and water.